Event description:
Two possible lot numbers -58407780 or 58347039. Letter required, the connection at vamp on the side to the patient came loose. The patient was connected to the set but was not injured. The customer was not able to give the lot number.

Manufacturer narrative:
Device has not been received for evaluation.